Event description:
It was reported that the patient experienced increased episodes of incontinence. It was, subsequently, determined that the lead had migrated. The patient's implantable neurostimulator was reprogramed, with the amplitude decreased, the rate and pulse width increased, the electrodes changed, and the cycling turned off. A sacral x-ray was performed on (B)(6) 2011, but no results were provided. The patient's lead was removed and replaced on (B)(6) 2011. The event was reported to be "ongoing," and no information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information showed the patient recovered without sequela on (B)(6) 2012.

Manufacturer narrative:
Lead model 3093 lot# v438609 implanted: (B)(6) 2010 explanted: na; programmer model 3037 lot# njd106270n.